Manufacturer narrative:
(B)(4).

Event description:
It was reported that low voltage, high lead impedance was noted via remote transmission. The lead was capped. The patient is doing fine post procedure.